Manufacturer narrative:
A ge service representative performed an onsite investigation. The artifact issue was evaluated and addressed, however, there was no indication of the image freezing issue being addressed. The system was operational upon arrival by the service representative. Additional information has been sought and a supplemental MDR will be filed upon receipt of new information. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image froze indicating a system lock up. No patient or user injury was reported.